Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss due to a hole in the cylinders. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.

Manufacturer narrative:
Reservoir unique identifier (UDI)#: (B)(4).